Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found with damage to the conductor wire's insulation. This failure is commonly caused by mishandling/misuse, such as collision of the instrument. There was no material missing from the insulation. The instrument passed an electrical continuity test. A log review was performed for the maryland bipolar forceps instrument reported in this complaint (pn: 470172-16/n112001210080 ) and the following was found: the instrument was last used on (B)(6) 2020. The instrument had 4 uses remaining and was not used for any subsequent procedures. No error would appear in the logs for this type of reported issue. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the maryland bipolar forceps instrument was found to have damage of the conductor wire's insulation and the electrical continuity test passed. A bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, an unspecified wire in the maryland bipolar forceps was found cut. The procedure was completed with no reported injury.